Event description:
The customer reported error code b30 (scope communication error) was displayed on the video system center when the camera was plugged in during preparation for a cystoscopy procedure. The user unplugged the camera and the error cleared. The procedure was completed with the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not yet been received from the customer for evaluation. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, corrections to d9/h3, and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found that the video connector latch was worn out, and the software needed to be upgraded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the b30 error was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.